Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the insulin pump had condensation. The customer's blood glucose was 424 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the insulin pump might have been exposed to sweat. The customer's mother was unable to troubleshoot at the time of call. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.